Event description:
Physician attempted closure of the arteriotomy using the closer-tsl 6fr device. Physician used a hemostat to dilate the vessel in order to advance the device into the arteriotomy. When inserting the device, physician noted hearing a popping sound. Md was able to get marking and pulled back on the device. Marking did not shut off. The physician decided to deploy the needles and a bilateral cuff miss was experienced. Md was unable to remove the device. The pt was taken to surgery for device removal which revealed that the device was fractured. The device was removed and the artery was surgically repaired. The pt recovered with no further incident.